Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, off no power alert, unexpected battery out limit alarm and unexpected restart alarm noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple error alarm. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Customer stated that new battery cap did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.